Event description:
A malfunction was reported on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and helped reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.